Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion: the reported event of audio alarm being softer than normal on the system controller was not confirmed. The returned hm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The device operated on a mock circulatory loop for an extended period of time without producing any alarms. The speakers were visually inspected, and no debris was observed. The speakers on the controller were individually tested with a sound meter while a self test was performed on the controller and was above the minimum decibel level per design. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the alarm sound of the system controller was so low that alarms could not be heard when the system controller was placed in its consolidated bag. The controller was exchanged.